Event description:
It was reported, that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. As it may displayed a battery error. A request was made to have data from this device analyzed. Data analysis confirmed, the battery appeared to be depleting more quickly than expected. Additionally, high-impedance measurements were noted. Troubleshooting options were discussed. And device replacement was recommended. Subsequently, a revision procedure was performed. And the s-ICD was explanted and replaced, while the electrode remains in service. No additional adverse patient effects were reported.